Event description:
It was reported that following multiple fixations in different positions, this right atrial (ra) lead exhibited high pacing impedance measurements greater than 3,000 ohms. The lead was not implanted and another ra lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.